Event description:
Patient reported that patient had turned the stimulator off for a procedure and after they turned it back on - seemed to not function. Turned off and on again, called manufacture - may have been form air injected in abdomen for colonoscopy. Patient turned stimulator settings up a1 and b1 for 2 days and back and now resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported having a colonoscopy on wednesday. Pt stated they turned stimulation off during the procedure then back on after the procedure. Pt stated the stimulation seemed like it was working but the next morning the pt woke up and their lower back pain returned. Pt stated they realized they didn't feel the stimulation and they believe the stimulation was off. Pt stated they turned the stimulation back on. Pt stated this morning they believe the same thing happened again. Pt feels like the simulation maybe turning off on its own. Agent had pt explain how they are turning stimulation on. Pt confirmed using the stim on/off button at the top of the controller. Pt could not recall for sure if the controller indicated if stimulation was on/off and was mostly focused on the sensation. Pt stated when they reach above their head, that's when they are able to feel their stimulation. Pt stated this morning the stimulator was 70% and currently on the call, the stimulator was 60%. Pt denied any falls/trauma.